Event description:
It was reported that insulin was not seen exiting the cartridge tubing. There was no reported adverse impact to customer's blood glucose level. The cartridge was replaced to address the issue.